Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio 2 meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on customer service representative (csr) documentation. The patient could not confirm the exact date the meter issue began, but stated it was sometime in (B)(6) 2018, he stated that he obtained an alleged inaccurately high blood glucose result of ¿268 mg/dl¿ on the subject meter, compared to ¿140 mg/dl¿ on the laboratory device. The tests were performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient reported that he manages his diabetes with oral medication, diet and exercise, and that he made no changes to his normal diabetes management, in response to the alleged high result. The patient reported that he did not develop any symptoms, but that he did attend his doctor¿s office, after obtaining the alleged inaccurate high result. No treatment was received or required, the doctor advised him to call lfs to troubleshoot the meter. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct strips were being used, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did he receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outside lfs¿ accuracy criteria.

Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.